Event description:
A report was received that during a lead revision procedure, the patient will undergo a pocket revision also due to discomfort at the pocket site. The physician will move the pocket site from the stomach area to the patient's back.